Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.3, lab: 1.9. Date: (B)(6) 2011, inratio: 3.9, lab: 2.3. Testing approx 12 hours apart. Tested within one hour. Target inr is 2.0-2.5.

Manufacturer narrative:
Investigation pending.